Event description:
It was reported that a torque wrench broke during sterilization.

Event description:
It was reported that a torque wrench broke during sterilization.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Result: manufacturing files were reviewed for batch #11e044. A fac was identified with the hex per form qc 11447. However, the items were rechecked and were accepted. A functional test and a check of appearance and shape were done on a sample of 5 units from the lot per form qc 041 and found to meet specifications. No sample was returned for evaluation, so an inspection could not be performed. Conclusion: no sample was received for investigation, so the customer reported event of a breakage could not be confirmed. Furthermore, root cause analysis could not be performed and the investigation is inconclusive. Additionally, the manufacturing records of this sample's reported lot were also reviewed and were inspected and accepted per stryker specifications.